Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 496 mg/dl and ketones were present. A bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin and insulin injections were administered. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer reverted to using manual injections for insulin therapy. Customer reported cause of event was related to pump/supplies; however, no additional details were provided and reported cause of elevated bg was not known.